Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with intraperitoneal (ip) injection of vancomycin 1 gram stat and ip injection of excimer 500 twice a day (duration not reported). The cause of the peritonitis was unknown. Action taken with dianeal therapy was not reported. It was not reported if the patient was hospitalized for the event. At the time of this report the patient was recovering from this peritonitis event. No additional information is available. This is report 2 of 3 involved in this peritonitis event.